Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump and catheter would not be returned for analysis; they were removed on a weekend due to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump and catheter were removed (B)(6) 2018. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine at 6.8 mg/day and an unknown concentration for non-malignant pain and failed back surgery syndrome. It was reported that the patient had redness, swelling, and warmth at the pump pocket site. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The patient was placed on antibiotics. The issue was not resolved at the time of this report. The issue was not resolved. It was unknown whether surgical intervention occurred. The patient status was "alive - no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-01. It was reported that the patient had the pump removed in (B)(6) 2018 due to infection at the implant site. There were no further complications reported/anticipated.